Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with heavy tortuosity and heavy calcification. A 3x28mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion and the stent was implanted. Post implantation an edge dissection was noted and the dissection was covered using another stent. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.